Manufacturer narrative:
Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarms tests. Insulin pump rewinds properly. Dried insulin noted on motor slide. No moisture damage noted on electronic assay. Pump was monitored. Insulin pump does not rewind on its own. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the tubing connector kept coming unlocked. Customer's blood glucose ranged from 80 mg/dl to 480 mg/dl. Customer mentioned the inside of the device smelled like insulin. Device passed the high pressure test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.